Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Pre-dilation was performed using a 2.50 x 10mm balloon. When the 3.00 x 38 mm synergy stent was advanced, resistance was felt and while the stent was being deployed at 11atm, a proximal dissection was noted. Stent damage was also noted. A 3.00x12 mm non-compliant balloon was used to post dilate the stent at 14atm. The dissection was covered with a 3.00 x 12 mm synergy stent and the procedure was completed successfully. No further patient complications were reported.